Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. There was fluid leaking from the gasket inside of the door of the cycler. The patient was not connected during time of the event. There was no patient involvement. No additional information is available.